Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet system experienced repeated scan errors when attempting to read a freestyle libre 3 plus sensor, including after sensor replacement, until the ilet mobile app was uninstalled and reinstalled and the system was re-paired, after which glucose readings resumed; this aligns with an intermittent communication failure involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included user interviews and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between the ilet app and the freestyle libre 3 plus sensor resulting in intermittent communication failure associated with the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.